Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the vats lobectomy, fired very slowly on the first two firings. Could not fire on the 3rd firing, the battery was abnormal heated. Changed the new one to complete surgery. There was no patient consequence reported. After surgery, customer installed the 1st gun's battery in the 2nd gun, could perform firing, but could not perform firing when customer installed 2nd gun's battery in the 1st gun. So customer suspect this issue was related to gun.

Manufacturer narrative:
(B)(4). Batch # r59m9r. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.